Manufacturer narrative:
There are no previous complaints of this code batch (B)(6) units of this code batch were manufactured and almost all distributed, there are (B)(6) units in stock. Tested the knot pull tensile strength of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. According to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Country of complaint: france. It was reported that the thread of the suture broke during a gynecological procedure.